Manufacturer narrative:
Patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported on 14-aug-2024 that the infusion set got leaked from the connection site which results into the replacement of device. The infusion set was in use for 2 days. No further information available.